Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the pump. Customer's blood glucose was 65 mg/dl at the time of the incident. Customer stated that it might have been caused by moisture from perspiration since she keeps the pump in her bra. Customer treated with a drink for the low blood glucose. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
All of the buttons functioned properly, however, moisture damage was found on the keypad traces. No button error alarm noted during our testing. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.